Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported the patient needed to get their device adjusted because the stimulation is too high in their back and they want it lowered to where all the pain is in their lower back. The patient stated they never had the stimulation adjusted after implant and the stimulation is located too high in their back. The patient mentioned they had titanium rods and pins placed in their lower back to help with their pain and this surgery took place in (B)(6) 2017. The patient stated the ins never really did anything else besides ¿shock the piss¿ out of them. The patient stated anytime they try to use their patient programmer (pp) to turn the stimulation up or to make adjustments all they get ¿basically is a shock.¿ the patient stated they want to see if an adjustment can help with the wrong location of stimulation and the shocking. The patient mentioned they need the ins adjusted for sitting, standing, and other positions as well. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that reprogramming resolved the issue. No further complications are anticipated.